Event description:
Calculations for edited segments are not refreshed under the following conditions: 1. Go to modifier mode for multi-segment beam, 2. Edit the shape of any segment except for the first and last one, 3. Delete any segment prior to the segment chosen in step 2, 4. Accept the changes.